Event description:
After this lens was placed in the eye, the surgeon found a problem with the haptic. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2010-00109 for the delivery device used with this intraocular lens.